Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the pt/layperson complained that she was unable to code her onetouch select meter. During troubleshooting, the cca learned the pt was attempting to test with onetouch ultra test strips rather than with select strips that she no longer had. For that reason, the meter would not turn on. The pt informed the cca that she had no problem coding with the select test strips. Prior to purchasing the ultra strips, the pt had been testing frequently due to elevated blood glucose. The perceived issue began at 7 p.m on (B) (6) 2010. The pt stated that she had high blood glucose at 1:00 a.m, (B) (6) 2010, attributing symptoms of sweaty and moist elevated blood glucose. The pt, whose daily regime is oral diabetes medication metformin, denied receiving treatment. The pt alleged no harm. However, because the pt developed symptoms that were suggestive of abnormal blood glucose level, the complaint is reported. The cca replaced meter, strips, and control solution.